Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at the middle part upon first inflation at 6 atm within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.